Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted the right atrial lead exhibited noise over-sensing which resulted in pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.